Event description:
Caller tested 1.4 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. Caller's coumadin dose was increased based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.